Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a audio tone/vibration (dual alarm failure) issue. The reporter stated that the vibration function was not working. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 02/05/2015. Device evaluation: the device has been returned and evaluated by product analysis on 01/23/2015 with the following findings: the complaint about vibration and sound could not be duplicated. The sound volume was 65.1db; all sound settings were found to be high. The vibration setting was found to only be set on the remote bolus.